Manufacturer narrative:
Qn#(B)(4). The customer returned one unit (B)(4) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed severely misaligned staples in the cover block. The stapler was returned with the trigger engaged, and there was biological material on the device. The stapler was received with 32 staples left in the cover block. Upon functional testing, after engaging the trigger, no staples fired. The stapler was then disassembled, and the two jammed staples were able to be removed from the cover block. The stapler still did not fire after the removal of the staples. Die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination of the returned stapler revealed staples that severely misaligned at the front of the cover block. Upon functional testing, the stapler was fired into the air and no staples fired. The stapler was disassembled; die casting anomalies were discovered on the forming tool. Two jammed staples were able to be removed and then measured for dimensional specifications. The two staples were found to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data.